Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The previously submitted medwatch report stated that a device history review had been performed. Upon further investigation it was determined that no manufacturing record evaluation was required as no manufacturer or service-related issue was found. Device evaluation: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was displaying an e6 error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was unable to secure the cutter in the locking mechanism, and the cable was twisted. It was further determined that the device failed pretest for cutter lock assessment, and loctite and cable assessment. The assignable root cause of these conditions was determined to be traced to the user. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Concomitant med products: navio device. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that during the distal bur of the femur, the motor device began to malfunction and an e7 error (overheat warning) message appeared on the navio device. It was reported that upon unplugging and reinserting the motor device into the navio drill port, an e6 error (overheat warning) appeared on the navio device. It was reported that there was a less than 30-minute delay in the procedure due to the event. It was reported that an unspecified spare device was available for use and the problem was resolved. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.